Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle separation occurred at an unspecified time with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, dear customer service team, my husband has been using your bd syringes for many years. The other day when he went to draw his insulin from the bottle the needle came out of the plastic holder. If the needle had pulled apart when he did his injection this could have been a big problem. I wanted to make you aware of this happening in case you have any other related complaints from users of your product. I hope this is an isolated incident and he never has this happen again."

Event description:
It was reported that a needle separation occurred at an unspecified time with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter. Dear customer service team, my husband has been using your bd syringes for many years. The other day when he went to draw his insulin from the bottle the needle came out of the plastic holder. If the needle had pulled apart when he did his injection this could have been a big problem. I wanted to make you aware of this happening in case you have any other related complaints from users of your product. I hope this is an isolated incident and he never has this happen again."

Manufacturer narrative:
H.6. Investigation: customer returned photos of a 1cc, 8mm, 31g syringe from lot # 9273009. Customer states that the needle came out of the plastic holder while the customer was drawing his insulin from the bottle. The photos were examined and exhibited the cannula separated from the barrel. A review of the device history record was completed for batch# 9273009. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200851011] noted that did not pertain to the complaint. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects for missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. Maintenance dispatch #81289 was created during the production of this batch for low adhesive. The issue was resolved by replacing the baffle and the o-rings at the cannulator and adjusting the tension on the reversing wheel. H3 other text : see h.10.